Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 6, 2013 to november 7, 2013. Evaluation summary: the device was received for evaluation outside of its original packaging. Visual inspection was performed and found that the blue winged luer cap was present and attached to the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had an unspecified problem further described as the missing blue tip. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 1 of 4.